Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the load cartridge could not be bypassed. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in used condition, the device had a screen protector on, and the syringe cap and battery cap were received with the device. There was no applicable evidence to review in the event history log. Functional testing was unable to replicate the reported issue; the device functioned as intended and there was no problem found. The most probable cause was determined to be user error or device used improperly. The device was recalibrated. Service history review identified that the device was last serviced (B)(6) 2023 for an issue related to ¿repair¿.